Event description:
While tightening cable, instrument cracked and broke. Switched to back-up instrument in loaner set without any additional problems. There was no adverse consequence for the pt or delay in surgery or anesthesia time.